Event description:
The hcp reported the patient presented to the hospital with "suspected acute intrathecal baclofen withdrawal". The patient's symptoms included, severe spasms, generalized pruitis, fever, and tachycardia. The patient was treated aggressively with oral baclofen, intravenous benzodiazopines, as well as opiods. The patient's pump was refilled with baclofen at a concentration of 2000 mcg/ml. A test bolus of 100 mcg was administered to assess for the reduction of symptoms. Minimal change was seen in her spasticity. The patient was admitted to the ICU for monitoring. The patient remained clinically stable with some improvements in tachycardia and a decreased temperature. The patient was then transferred to another facility. The patient's pruitis had improved. The patient's pump was interrogated which revealed baclofen infusion of 700 mcg/24 hours. The patient was given an additional 50 mcg baclofen bolus. X-ray observation revealed a "suspected catheter kink". The hcp performed a catheter revision. After the catheter revision, the patient continued to have a lack of drug effect despite baclofen dosage increases. The patient is currently on other medications including, cymbalta (60mg) and wellbutrin (100mg). Approximately two months later, the patient's pump was explanted and replaced due to continued symptoms which included fever, chills, restlessness, general feeling of illness, hot flashes, flushing and night sweats. The patient has improves since surgery. Post-op dosing lower than previous dosing; hcp has continued to titrate drug doses to achieve maximum effect. Please refer to manufacturer's report # for details of the explantation event:6000030200701212.